Event description:
On 05/19/2023, it was reported by an arthrex employee via email that an ar-8825b mini bio-pushlock tip is weak and it easily gets damaged when inserting the device. No further information was reported. Additional information received on 5/26/2023: this was discovered during a tfcc procedure. The surgeon inserted the ar-8825b mini bio-pushlock and realized it was easy to bend. Nothing broke inside the patient but another ar-8825b mini bio-pushlock was used to complete the case.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-8825b serial/batch number (B)(6) was received for investigation. Functional testing found that the pushlock's shaft moves freely inside the handle. The visual inspection found that the returned device arrived without the eyelet or anchor attached to the shaft. Per the event description, the ¿ar-8825b mini bio-pushlock tip is weak and easily gets damaged when inserting the device.¿ no issues or bent parts were found. It is unknown whether the quality or quantity of the bone. Per dfu-0087 g. Precautions. Ensure that the angle of anchor insertion is perpendicular to the bone. No problem found.